Manufacturer narrative:
The insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. Analysis was unable to prime during prime/ compromised force sensor test and motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). The motor passed motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump passed displacement test, operating currents, self-test, off no power test and unexpected restart error test. No failed battery alarm. The insulin pump was received with missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, failed battery test alarm, keypad anomaly, and motor error alarm. The blood glucose at the time of the incident was 102 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.